Manufacturer narrative:
(B)(4) 2015: a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, it was alleged that the navigation system was inaccurate 3 millimeters, direction unknown. This was noted directly after pointmerge registration using anatomical landmarks. Registration value or locations of spheres of accuracy on the computed tomography (CT) registration exam was not known. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.